Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient sustained trauma and experienced infection (specific date and site not confirmed). The device was subsequently explanted (specific date not reported). There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.